Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the electrode was re-tunneled several times. Shock lead impedances measured 105 ohms upon shock delivery. It was noted an 80 joule shock was given, and polarity failed. Several external shocks had to be given and the representative had to command a rescue shock which converted the arrythmia successfully. Technical services discussed shock polarity. Subsequently, the device was repositioned higher in which they had a better vector through the heart. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the electrode was re-tunneled several times. Shock lead impedances measured 105 ohms upon shock delivery. It was noted an 80 joule shock was given, and polarity failed. Several external shocks had to be given and the representative had to command a rescue shock which converted the arrythmia successfully. Technical services discussed shock polarity. Subsequently, the device was repositioned higher in which they had a better vector through the heart. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported system impedances at the time of implant measured 60 ohms and now have been measuring between 90-95 ohms. Technical services (ts) noted that it could be due to chronic phase. A save to disk was performed and analysis confirmed trends show system impedance of 91 ohms as early of march 2024 and after implant impedances measured 80-109 ohms. Ts recommended to continue to monitor and if impedances continue to rise to perform an x-ray. At this time, the system remains in service. No adverse patient effects were reported.